Event description:
It was reported to covidien on (B)(6) 2012 that a customer has an issue with generator with version 4.0.0 + 4.1.0. The customer states that the rfg shut down while finishing the last segment during a case. The generator was powered down, and rebooted at which time it worked. The generator then shut down again permanently. The case ws then finished out with polidocanol. Veins were closed and patient sent home.